Event description:
It was reported that after the spaceoar vue placement procedure, the hydrogel was placed into the mig-gland apex and the patient developed rectal bleeding, the physician mentioned that this patient did not have enough space at the base. The patient completed the radiation treatment without any complications. The physician reported that the rectal bleeding was cause by a rectal balloon during the proton therapy.

Manufacturer narrative:
Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.